Event description:
Customer reported an issue with incorrect time and date settings on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted with updating the pump time and date, advised the customer to monitor and follow up if discrepancies larger than five minutes reoccurred, and educated the customer on potential impacts of incorrect date settings on uploads and reports. The customer understood and acknowledged the guidance provided.